Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed a fill estimate of over 200 units of insulin (+200u). Reportedly, the cartridge was filled with approximately 180 units of insulin. Additionally, the customer did not follow the proper load instructions and was using apidra insulin. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Blood glucose level was 357 mg/dl. During a follow-up call, the customer reported that the insulin gauge decreased to an accurate fill estimate.